Event description:
It was reported that 3 bd nano¿ ultra fine¿ pen needles were difficult to remove with the outer cover. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding the needles clog during flow check others hard to remove from pen with outer covers. Total = 15 pen needles from all 3 boxes - informed caller of proper placement of non patient end. Caller is new to injecting with pen needles."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 3 bd nano¿ ultra fine¿ pen needles were difficult to remove with the outer cover. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported finding the needles clog during flow check others hard to remove from pen with outer covers. Total = 15 pen needles from all 3 boxes - informed caller of proper placement of non patient end. Caller is new to injecting with pen needles."